Manufacturer narrative:
Device evaluation: the device was received and the reported error condition was confirmed. An in depth investigation identified the root cause to be related to a software anomaly that originated during developed that causes a particular history log corruption to occur. Under infrequent circumstances, a "watchdog fail-safe" alarm is triggered. When this occurs, the error condition is persistent and recurs on every power-up preventing further use of the pump. Smiths medical implemented a corrective action to update the application code in a new software version (v1.1.2) to resolve this issue. Additional, smith medical performed a recall in response to this issue. In february 2012, smith medical info customer of this issue and made arrangements with each customer to upgrade all pumps with the updated software.

Event description:
According to user facility, the device displayed a "...fail-safe..." Error. There were no adverse effects to pt reported.